Event description:
Per clinic and "op" notes, confirmed that the pump contained morphine.

Event description:
A pump migration was reported. Patient experienced pain in abdomen around the surgical site. On 2011 (B)(6), the pump was revised. Patient outcome was noted as resolved without sequela.

Manufacturer narrative:
Catheter: model: 8709, lot#: l71599, implanted: 1999 (B)(6), explanted: unk; catheter: (pump proximal revision segment): 8578, serial #: (B)(4), implanted: 2011 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).